Event description:
It was reported that a user experienced a continuous glucose monitor sensor failure during warmup while using the ilet, after which the user recorded hyperglycemia with a highest blood glucose of 428 mg/dl and remained above range for approximately four hours; troubleshooting and education were provided, and the event was categorized as hyperglycemia with cause unclear and a cgm sensor failure. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed a reported cgm sensor failure during warmup with unclear causal linkage to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.